Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl and 121 mg/dl. The customer was assisted with troubleshooting. Customer stated that displacement verification test was ok. Customer was disconnected during rewind or prime. Customer used the auto-mods, he reported that he did not heard the alarm, because he lay on the insulin pump. Customer was agrees insulin pump was operating as designed. The device will not be returned for analysis.

Manufacturer narrative:
The information related to pro code given was incorrect with the initial report. The correct information has been provided with this report. (B)(4).